Event description:
Reportedly, the instrument fired, donuts seemed and looked good, staple line leaked during blow test. Procedure was converted to open, cut out the staple line and re-anastomosis with sutures. Or time was extended approximately 1 hour. Sex: male. Procedure: lap sigmoid.